Event description:
It was reported, the patient had a loss of therapeutic effect. The patient had x-rays performed and found the lead to have migrated and coiled up at the bottom of the right lead. It was also reported, the patient had two hardware replacement surgeries (unknown nature at time of report). It was noted, the patient was getting less than 50% therapy relief, and the issue was located at the lead location. It was noted, the patient was unable to charge their battery (ins), and it was noted, the patient did not have their charger at the appointment. Additional information received reported, the patient met with the manufacturer representative and the patient's battery was discharged. They were able to get the antenna locate feature to work which produced a por and was cleared. It was reported, the patient was going to charge their battery and schedule an appointment with the rep to do further programming. It was noted, the patient was currently considering a lead revision but was "short on funds". Additional information received reported the two surgeries previous stated were for a hardware removal and a "reimplant fusion". Additional information received reported the patient was still having difficulty with their stimulator (ins). It was not reported what kind of issue they were still having.

Event description:
The company representative reported on (B)(6) 2014 that the they contacted the patient this morning and the patient was able to charge his battery. The device was working great at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient returned the manufacturer's representative's call stating "I still couldn't charge my battery after I slept on my recharger all night." It was noted that the patient had an appointment with his health care provider the following day. Additional information received reported that the patient brought his recharger to the appointment where the manufacturer's representative was able to successfully use the antenna locate (al) feature to get the device to start charging. It was noted that the patient was charging the implanted battery in the doctor's office when the manufacturer's representative left. It was noted that the patient was not considering a lead revision due to procedural cost. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, lot# n298752, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).